Event description:
It was reported that in 2008, the surgeon asked for testing to be carried out. At that point the patient was already under anaesthesia. Testing was carried out which showed all electrode channels with high impedances and the ground path impedance being not measurable. The patient was re-implanted on the same day.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.